Event description:
Tampon stuck in vagina [foreign body in reproductive tract]. Case description: consumer reported via social media that tampon is stuck. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.